Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. During preparation for surgery, the nurse noticed the tip of device was chipped. Used another for surgery. No pt harm.